Event description:
During coil placement within the basilar aneurysm, resistance was felt advancing the gdc 10-360 coil within the mc prowler 14 pre-s. The gdc coil was removed from the mc. A 5 x 10 orbit coil was advanced into the same mc, but the coil wedge at the distal third of the mc. Upon removal of the coil, the coil was noted to be stretched. Mc and coil were removed as one unit. Then the physician used prowler plus (2nd mc) to deploy the gdc 10 2d-360 and ultra soft coils. The physician experienced resistance advancing these coils, but he deployed all five coils anyway. There was no report of patient injury.